Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implant was ¿disconnected.¿ the patient had back pain that went down through their hips and into both legs. It was unknown if the symptoms were related to the device or therapy. The patient was going to have the lumbar spine area scanned. It was later reported that the patient had leads clipped during a back surgery in (B)(6) 2014. The leads were clipped because the doctor could not put screws in her back without cutting the leads. The implantable neurostimulator (ins) now did not work and the patient had not charged the ins since (B)(6) 2014. Since the ins had not been charged, the patient was not able to put the ins into MRI mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.